Event description:
It was reported to st. Jude medical that the ICD and lead were explanted when x-rays revealed a broken svc coil. The physician suspected that there was a problem with the ICD header.